Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery and had leak. Customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that the reservoir had leak past 2nd o-ring. The customer stated that they were able to clear the alarm. Customer stated that they ere unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.